Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during preventive maintenance work, the tsw is rebooted in the middle of the tsw, at which time a "realtime clock failure" occurred and the rtc was initialized. No patient involvement.